Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One extension set, one statlock device with a tricot pad and fixed posts, and one tegaderm clear dressing were returned for evaluation. An initial visual observation showed use residue on the returned samples. The purple pinch clamp on the extension set was observed to be engaged. A microscopic observation revealed the fracture surfaces of the split were flat but rough and exhibited cracks/fissures, which are suggestive of material fatigue. However, the exact cause of the split observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension set tubing. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "customer shared that upon flushing they observed the extension from the powerglide pro rt leaking with fluid."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "customer shared that upon flushing they observed the extension from the powerglide pro rt leaking with fluid."